Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding insulation of the wire at the joint was damaged was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Image review: review of the provided image is consistent with the customer reported complaint.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had the insulation of a wire in the joint damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Is) followed up with the initial reporter and obtained the following additional information: the damage was noticed during reprocessing in the central sterile service department (cssd). The instruments are checked during/after the procedure. Per review of logs, this instrument was last used during a procedure on (B)(6) 2025 on system sk1252. No damage was noticed before the procedure. The wire was exposed due to damaged insulation. The cable was intact. There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage. No arcing was observed during the procedure. Possible, the instrument may have collided with another instrument or tool during the procedure. The procedure was completed with the same instrument. The damage was not noticed during the procedure. The damage did not result in a fragment falling inside of the patient¿s anatomy. Customer need to check whether photographic images of the device or a video recording of the procedure are available for review.